Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01049. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and a 30 mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but needed to be recaptured. The closure device was unable to be fully recaptured into the was. Therefore, the device were removed from the patient with a portion of the feet of the closure device sticking outside the wds and was. A new was and wds were used to successfully implant another closure device. There were no patient complications. The patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system (was). Blood was on the device. The hub, shaft, and tip were examined, the related wds was inside the was as received. Implant was protruding from tip 10mm. Wds was locked into was as received. It was observed that there was shaft damage between 4cm and 5cm from the tip. The tip was slightly buckled and some damage cause from the anchors. It was also observed that there was liner delamination. The inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01049. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and a 30mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but needed to be recaptured. The closure device was unable to be fully recaptured into the was. Therefore, the device were removed from the patient with a portion of the feet of the closure device sticking outside the wds and was. A new was and wds were used to successfully implant another closure device. There were no patient complications. The patient's condition was stable.